Event description:
It was reported that when using the bd pyxis medstation system had multiple drawer failures, which hindered users from accessing medications for a patient. This incident resulted in delays in dispensing medications to the patient, as user was able to get the medications from a different station and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed in the station. A field service engineer replaced the retractor band on drawer 4.2 and the printed circuit board on drawer 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.